Event description:
Additional information received reported the revision had not been scheduled and the patient¿s healthcare professional was planning a system change. It was noted there was no change in patient outcome. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had telemetry issues and poor coupling following a car accident on (B)(6) 2012. It was stated the patient¿s stimulation pattern did not change after the accident but the patient did report that the current did not feel as strong as it had prior to the accident. It was noted the patient¿s device was reprogrammed and the patient was waiting to consult with their healthcare provider on whether a revision surgery was necessary. It was stated the patient had pain at their device pocket and less than 50 percent therapy relief. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID 3550-39, lot# n339287, implanted: (B)(6) 2012, product type accessory; product ID 3 7744, serial# (B)(4), product type programmer, patient; product ID 3550-29, lot# n325910, implanted: (B)(6) 2012, product type accessory; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), implanted: (B)(6) 2012, product type recharger. (B)(4).